Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury. Device issue: loose stent. It was reported that the target lesion was the mid cx with little calcification and moderate tortuosity. The multi-link vision stent delivery system (sds) was inserted into the pt and it was noticed that the stent was loose on the balloon. The sds was removed from the pt with the stent still on the balloon. There were no reported pt effects. No add'l event or pt info available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusions summation - product performance engineering reviewed the incident info. This type of damage can be the result of, but not limited to, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, interaction with the lesion/anatomy and/or accessory devices. In this case, it is possible that the loose stent is a result of interaction with the pt anatomy during device placement; however, this cannot be verified.